Event description:
Patient no longer needs device due to having her lateral femoral cutaneous nerve (lfcn) cut by an orthopedic surgeon to relieve pain. Patient had device explanted. Explant date is unknown.